Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available, it will be reported in a supplemental report. Device not returned.

Event description:
It was reported, that a revision is required for a patient, in relation to a patella resurfacing & a change of bushing from distal femoral replacement which is for osteosarcoma.